Event description:
Philips received a complaint on the xl+ defibrillator device indicating that the high voltage capacitor has low output. There was reportedly no patient involvement. The bench tech evaluated the device and it was determined that this was a malfunction of high voltage capacitor. The device being at end-of-life has no support parts and is not able to be repaired. The device was sent back to the customer. No further action is warranted at this time.